Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loose drive support disk. A scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker also noted.

Event description:
The customer called to report a protruded drive support cap. The blood glucose reading at the time of the call was 99 mg/dl. The customer stated that insulin was squirting out during the manual prime process and continued dripping after the motor stopped. The customer stated that they had dropped the insulin pump from a distance approximately one foot from the ground. The customer stated that while the insulin pump was disconnected, they pushed the protruded drive support cap back into its place. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.